Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's glucometer read 137 mg/dl, but when the customer's blood glucose was checked at the hospital it read 50 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.